Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump to a low out of range pacing impedance value that resulted in a lead safety switch (lss). It was noted that this instance was the only time the lead exhibited a sudden jump. Isometrics were performed, and no noisy signals were observed. The physician decided to reprogram the lead. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.